Manufacturer narrative:
Initial and final (B)(4) - device 3 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a bent cannula event on (B)(6) 2026, which led to high blood glucose levels. The patient visited the emergency room (ER) due to hyperglycemia on (B)(6) 2026. At the time of the event, the patient's blood glucose level was 455 mg/dl, and ketones were present. The infusion set had been in use for less than 24 hours. The patient was treated with insulin, and intravenous saline fluids. The patient remained in the ER for approximately 6-7 hours and was released from the hospital on the same day. No further information available.